Event description:
A customer reported receiving a minimum fill notification and attempted to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to clean certain pump areas and guided them through the process of loading a new cartridge using the proper technique. After these steps were followed, the customer successfully loaded the cartridge and resumed insulin administration.